Event description:
It was reported by this site that when using seno advantage (sa) application, the breast measurements are incorrect on a hologic magnification image. The length values measured on the magnification image acquired from non-ge acquisition systems were increased +50% compared to the truth length values. There has been no injury reported due to the issue. This issue could potentially lead to overestimation or underestimation of breast lesion/tumor size.

Manufacturer narrative:
Ge engineering investigated information received from the site, including image source and workflow. Review of the design and determination of the system behavior with non-ge images were performed. Investigation confirmed that occurrence of the issue on sa depends on the way the magnification images are coded. If the magnification image is acquired from ge acquisition systems, this computation is correct, because the "pixel size" provided by ge acquisition systems includes magnification factor. If the magnification image is acquired from non-ge acquisition systems, this computation could be incorrect, because the magnification coefficient is not taken into account in the measurement computation of a magnification image when using sa review station. Analysis of labeling was also done. Sa operator manual informs the user, the image must be calibrated and it also warns the user that acquisition manufacturers may use different reference plane. However, the instruction may require more clarification in regards to the system performance of the magnification image.